Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It is reported during neuro surgery four screws broke during and the tips remain in the patient's bone. A one hour surgical delay was reported.

Manufacturer narrative:
The part and lot identity was reported by the complainant, however upon evaluation of the returned product the part number can't be determined due to the fact that the tips were not returned. The screws were returned for the complaint that they broke during surgery. The screws were visually evaluated using a digital microscope. They were found to be fractured at the first minor diameter from the head and perpendicular to the length of the screw. The fracture is typical of an over torqued screw. Some of the fragmented tips remain in the patient. There is no sign of discoloration. The slots in the head show signs of use but no significant damage, indicating the screws retained the blade allowing a high torque on the screws to be achieved. The thread dimensions could not be measured due to the location of the fracture. The DHR (device history record) was reviewed and no discrepancies were found. The damage to the screws happened after the manufacture of the screw as the green anodized layer has been worn off in the areas of damage. The IFU (instructions for use) warns that 'intraoperative fracture of screws can occur if excessive force (torque) is applied while seating bone screws.' There are no indications of manufacturing defects. The most likely cause of the complaint issue is excessive torque applied during insertion of the screws.